Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: b3- it was incorrectly reported in the initial report that the event date was (B)(6) 2019. The correct event date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had enhancement surgery on (B)(6)2019 and presented on (B)(6) 2019 with epithelial ingrowth in right eye post treatment. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Account reported patient is doing well, no cells noted, continue with medications as prescribed and continue with post op visits. Bcva from (B)(6) 2015: right eye pre-op 20/20 .75 x -1.00 x 103, left eye pre-op 20/20 .50 x -1.00 x 90. Bcva from (B)(6) 2019: right eye post-op 20/20 -1.00 x -.25 x 105, left eye post-op 20/20 .50 x .00 x 90. This report is for the intralase laser. A separate report is being submitted for the excimer laser.